Event description:
Pt status post acdf procedure level c4-6. An x-ray after the procedure showed all screws were seated. During a follow up visit, an x-ray showed one screw backing out of the plate. Surgeon is not planning a revision at this time. This is one (1) of two (2) reports for one event.

Manufacturer narrative:
Add'l info has been requested. Subject was not explanted. Synthes is unable to provide the 510k number or the date of manufacture without the returned device or lot number. No investigation could be completed, no conclusion could be drawn, as no device was returned and no lot number provided.